Manufacturer narrative:
The device was not returned for evaluation. No product malfunction was alleged. We are unable to determine if any product condition could have contributed to the reported death. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient's father reported that his daughter passed away in her sleep on (B)(6) 2019. Prior to his daughter's death she was having diarrhea for a couple of days and he suspects that his daughter was not taking her insulin for a couple of days. He was not able to find anything in the omnipod personal diabetes manager (pdm). He does not know the cause of death, but when asked, the patient's father says he suspects diabetes insipidus (di). The patient only took medications relating to her diabetes.